Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported behalf of user a unconfirmed false positive result with the binaxnow covid-19 ag self-test performed on (B)(6) 2021 . The customer confirmed behalf of user that she received the first shot of vaccine on (B)(6) and stated she was experiencing symptoms such as head ache, body aches, cold sores, nasal symptoms before two to three days of binaxnow covid-19 ag self-testing . No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional information: h10: this supplemental report is being submitted to retract the previously reported event of a false positive result. Further review of the case determined that there was no allegation of a product malfunction.